Manufacturer narrative:
G4: 14jan2021. B4: 19jan2021. Per authorized service engineer (ase), the customer stated the unit powered off and will not turn back on. The ase was unable to duplicate the reported problem. The unit was powered on and successfully completed all verification tests. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The biomed is reporting that respiratory therapy was setting up the v60 and the unit powered itself off. The customer contacted product support and requested for service repair. The biomed has reviewed significant event log and is only reporting diagnostic code 2002. System shutdown occurs when ventilator is powered off, no action required. Biomed is requesting onsite for evaluation of v60. The customer reported that the unit was not in use on a patient. The issue was during set-up.